Event description:
It was reported that bd discardit syringe s2 foreign matter in the barrel. The following information was provided by the initial reporter, translated from finish to english: in a 2 ml bd discardit ii syringe, it was noticed that some "mucus" / plastic is coming off the plunger into the liquid that is drawn into the syringe.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 300928 and lot number 2010201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for this incident, twenty (20) retained samples were obtained for review from the manufacturing facility. Upon evaluation, the retained samples did not display any abnormalities. Based on the provided feedback, we have concluded that the observed particles are most likely composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
No additional information.